Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 6 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient experienced symptom return and withdrawal symptoms. The event date was unknown. No diagnostics or troubleshooting was performed. No external contributing factors were reported. The pump was replaced on (B)(6) 2019. The pump would be returned. It was unknown if the issue resolved. The patient status was alive - no injury. Further complications were not reported. Additional information was received. It was stated the residual volume was high (15-17 ml) at the last refill. The catheter was reported to be okay. The event had resolved. The pump was replaced, the patient was back on therapy, and had no withdrawal symptoms or pain. Additional information was received. The hcp had no detailed data on the expected reservoir volume (erv) and actual reservoir volume (arv) at the last refill. They estimated the arv "was 1/2 from the pump volume."

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.